Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis: the xenon lightsource was received in used condition. Evaluation identified that the top trim, mirror and mirror holder were damaged. All three assemblies were replaced. The unit passed all operational and functional testing. Root cause analysis: the issue of this xenon lightsource unit overheating could be caused by the damaged mirror. This is most likely due to rough handling/environmental damage. The reported complaint was confirmed. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) emitted a burnt smell in the middle of the procedure. There was no patient injury and no surgical delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.